Event description:
Did not realize that this was a porcine derived product and this patient had a written allergy to porcine derived product [device malfunction] , . Case narrative: this is a spontaneous report from a contactable nurse . A patient of unspecified age, ethnicity and gender started to receive absorbable gelatin (gelfoam) device lot number r11284, expiration date 31may2019 via topical route from an unspecified date to an unspecified date 1 df single for haemostasis. Medical history included allergies. Concomitant medications were not reported. Past drug history included an allergy to porcine derived products. The nurse mentioned that "I am an operating room nurse and today I was using a product, we had a patient with a lot of allergies, the surgeon requested gelfoam for hemostasis, to be used on the surgical field. Well the surgeon requested to use it and applied it topically to the patient and the packaging for the product that I have, I guess it comes in a box with several in it and there is one little paper that is inside of the packaging. I get it out of a machine that dispenses medication. I do not have the little package paper insert that comes with it. So the individual packaging, the only warning on it is about if the packaging is ripped or contaminated or anything like that. So I did not realize that this was a porcine derived product and this patient had a written allergy to porcine derived product. So the product was removed and thing was irrigated and we do not know what her reaction is to, like what her allergy was because she had like 25 allergies but she did not appear to have any reaction from it like no rash, no changes in her status but I think for safety purposes it would be helpful if the individual packaging have warning on it stating they are derived from porcine collagen." In response to pharmacy details nurse mentioned "the pharmacy at our facility puts it into a machine...and it is dispensed from that but I do not have the box, I just have the individual packaging because I think they come so many in the box." The action taken in response to the event for absorbable gelatin was removed, permanently withdrawn. The outcome of the events was not reported. Follow-up activities are completed. No further information is expected., comment: based on the information available, direct, testable, forensic, empirical evidence was not provided to rule out that the device malfunctioned (including impact to the finished device) and the malfunction of the device or a similar device marketed by pfizer would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. This case will be reassessed as and when additional information becomes available.

Event description:
Event verbatim [preferred term] did not realize that this was a porcine derived product and this patient had a written allergy to porcine derived product [device malfunction] , . Case narrative:this is a spontaneous report from a contactable nurse. A patient of unspecified age, ethnicity and gender started to receive absorbable gelatin (gelfoam) device lot number r11284, expiration date 31may2019 via topical route from an unspecified date to an unspecified date 1 df single for haemostasis. Medical history included allergies. Concomitant medications were not reported. Past drug history included an allergy to porcine derived products. The nurse mentioned that "I am an operating room nurse and today I was using a product, we had a patient with a lot of allergies, the surgeon requested gelfoam for hemostasis, to be used on the surgical field. Well the surgeon requested to use it and applied it topically to the patient and the packaging for the product that I have, I guess it comes in a box with several in it and there is one little paper that is inside of the packaging. I get it out of a machine that dispenses medication. I do not have the little package paper insert that comes with it. So the individual packaging, the only warning on it is about if the packaging is ripped or contaminated or anything like that. So I did not realize that this was a porcine derived product and this patient had a written allergy to porcine derived product. So the product was removed and thing was irrigated and we do not know what her reaction is to, like what her allergy was because she had like 25 allergies but she did not appear to have any reaction from it like no rash, no changes in her status but I think for safety purposes it would be helpful if the individual packaging have warning on it stating they are derived from porcine collagen." In response to pharmacy details nurse mentioned "the pharmacy at our facility puts it into a machine...and it is dispensed from that but I do not have the box, I just have the individual packaging because I think they come so many in the box." The action taken in response to the event for absorbable gelatin was removed, permanently withdrawn. The outcome of the events was not reported. Follow-up activities are completed. No further information is expected. Follow-up (28apr2018): this is follow up spontaneous report received from product quality complaints. This report included the following: product desc: gelfoam sterile sponge size 100 x 6. Product country: USA. Sap/unique identifier: (B)(4).classification: non-defect/personal preference. Subclass: non-defect - ingredient/formula concern/suggestion. Expiration date: may2019. Sample status: not requested lot number: r11284. In response to ndc # and upc # nurse provided the number under the bar code as 10300090342019 and stated 'there is a little thing at the very bottom that is real tiny and that is paa052241'. Investigation summary: pgs kalamazoo did not receive a return sample, or photographs, for evaluation. No trends were identified, and no complaints have been received previously for the reported batch and classification. No device malfunction was reported; however, the reported complaint is accurate regarding the absence of a porcine product warning on individual envelopes. The reported defect is related to the design of the product, not the pfizer kalamazoo manufacturing process. Quality assurance report (qar) 2259266 has been initiated for the reported complaint, and the medical device qop, production, and qo have been notified of the reported complaint. This report will be amended with relevant information upon closure of the qar. Complaint trends related to personal preference and suggestions for product improvement are reviewed at the quality management review meeting for potential changes to the product. Furthermore, complaints related to personal preference and suggestions for product improvement are captured within the annual product review report (aprr), and reviewed for trends related to product quality. Conclusion: the review of all records within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No device malfunction was observed; however, the details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability. Further action by pfizer kalamazoo is not required. Follow-up activities are completed. No further information is expected. Amendment: this follow-up is being submitted to amend previously reported information: updated type of follow-up report. Follow-up (02may2019): this is a follow-up spontaneous report received from a product quality complaint group. A complaint has been received by pfizer with reasonable suspicion of a malfunction, and the associated severity is s5. Impact to the device: the possibility for an adverse event. Hazardous situation: product used in patient with hypersensitivity to porcine products. Hazard number: h02-04. Previous MDR for hazard: (case #) may be associated for gelatin allergies, (case #) may be associated for drug hypersensitivity. (Case #) may be associated for allergic reaction, and (case #) may be associated for vomiting and facial swelling. The complaint is to be evaluated for MDR. Follow-up activities are completed. No further information is expected. Company clinical evaluation comment: this is consumer report, and reported event "did not realize that this was a porcine derived product and this patient had a written allergy to porcine derived product" coded as device malfunction did not cause serious injury in this patient. It reportedly may cause serious allergic reactions, if product used in patient with hypersensitivity to porcine products. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur., comment: this is consumer report, and reported event "did not realize that this was a porcine derived product and this patient had a written allergy to porcine derived product" coded as device malfunction did not cause serious injury in this patient. It reportedly may cause serious allergic reactions, if product used in patient with hypersensitivity to porcine products. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur.

Event description:
Event verbatim [preferred term] did not realize that this was a porcine derived product and this patient had a written allergy to porcine derived product [device malfunction] , . Case narrative:this is a spontaneous report from a contactable nurse . A patient of unspecified age, ethnicity and gender started to receive absorbable gelatin (gelfoam) device lot number r11284, expiration date 31may2019 via topical route from an unspecified date to an unspecified date 1 df single for haemostasis. Medical history included allergies. Concomitant medications were not reported. Past drug history included an allergy to porcine derived products. The nurse mentioned that "I am an operating room nurse and today I was using a product, we had a patient with a lot of allergies, the surgeon requested gelfoam for hemostasis, to be used on the surgical field. Well the surgeon requested to use it and applied it topically to the patient and the packaging for the product that I have, I guess it comes in a box with several in it and there is one little paper that is inside of the packaging. I get it out of a machine that dispenses medication. I do not have the little package paper insert that comes with it. So the individual packaging, the only warning on it is about if the packaging is ripped or contaminated or anything like that. So I did not realize that this was a porcine derived product and this patient had a written allergy to porcine derived product. So the product was removed and thing was irrigated and we do not know what her reaction is to, like what her allergy was because she had like 25 allergies but she did not appear to have any reaction from it like no rash, no changes in her status but I think for safety purposes it would be helpful if the individual packaging have warning on it stating they are derived from porcine collagen." In response to pharmacy details nurse mentioned "the pharmacy at our facility puts it into a machine...and it is dispensed from that but I do not have the box, I just have the individual packaging because I think they come so many in the box." The action taken in response to the event for absorbable gelatin was removed, permanently withdrawn. The outcome of the events was not reported. . Follow-up activities are completed. No further information is expected. Follow-up (28apr2018): this is follow up spontaneous report received from product quality complaints. This report include. New information included: product desc: gelfoam sterile sponge size 100 x 6 product country: USA sap/unique identifier: (B)(4)classification: non-defect/personal preference subclass: non-defect - ingredient/formula concern/suggestion expiration date: may2019 sample status: not requested lot number: r11284 in response to ndc # and upc # nurse provided the number under the bar code as (B)(4) and stated 'there is a little thing at the very bottom that is real tiny and that is (B)(4). Investigation summary: pgs kalamazoo did not receive a return sample, or photographs, for evaluation. No trends were identified, and no complaints have been received previously for the reported batch and classification. No device malfunction was reported; however, the reported complaint is accurate regarding the absence of a porcine product warning on individual envelopes. The reported defect is related to the design of the product, not the pfizer kalamazoo manufacturing process. Quality assurance report (qar) (B)(4) has been initiated for the reported complaint, and the medical device qop, production, and qo have been notified of the reported complaint. This report will be amended with relevant information upon closure of the qar. Complaint trends related to personal preference and suggestions for product improvement are reviewed at the quality management review meeting for potential changes to the product. Furthermore, complaints related to personal preference and suggestions for product improvement are captured within the annual product review report (aprr), and reviewed for trends related to product quality. Conclusion: the review of all records within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No device malfunction was observed; however, the details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability. Further action by pfizer kalamazoo is not required. Follow-up activities are completed. No further information is expected. Amendment: this follow-up is being submitted to amend previously reported information: updated type of follow-up report., comment: based on the information available, direct, testable, forensic, empirical evidence was not provided to rule out that the device malfunctioned (including impact to the finished device) and the malfunction of the device or a similar device marketed by pfizer would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. This case will be reassessed as and when additional information becomes available.